Event description:
The pharmacist stated the customer opened a new carton of test strips and found the cap open on the bottle of strips. The customer had not used the test strips, so no adverse events were alleged. The test strips were returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found the returned reagent to read e11, which confirmed moisture exposure. Performance was satisfactory using iqa retention reagent.